Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Possible causes for the rod fracture include pseudoarthrosis, excessive bending or contouring of the rod, or excessive in-vivo forces. These all may contribute to premature fatigue failure of the rods. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a bilateral rod breakage occurred post-operatively.